Event description:
The customer reported being hospitalized due to low blood glucose of 18mg/dl by the time the paramedics arrived. The customer stated that she does not remember anything and she passed out. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and found that the customer is removing the reservoir from the insulin pump when the reservoir is on the bottom. The reservoir was showing the same amount of insulin as shown on the status screen. The customer called back and stated that she got no delivery alarms. She also had problems with locking in place the infusion and reservoir correctly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.